Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was able to over deliver sustained high pressure during a case. There was no report of patient injury.